Event description:
It was reported an echo revealed high gradients and the patient underwent re-do aortic valve surgery. The valve was explanted and replaced with another manufacturer's valve. The patient is reported to be doing fine and additional information has been requested.